Event description:
The lead was removed due to a lead wire fracture.

Manufacturer narrative:
Analysis summary: dried blood was found in the lumen near the connector pin. It is likely that attempt to force the stylet pas this blockage stretched the inner coil and caused the anomalies noted at implant. The wire was not fractured, only strecthed.